Event description:
It was reported that the device did not proceed to operation after passing the device check.

Manufacturer narrative:
The log file of the affected device was analyzed for investigation. According to the log file, the ventilation was not active on the reported day of the event. However, the reported event corresponds with the log file entries of (B)(6) 2023. The log file analysis regarding (B)(6) 2023, revealed that ventilation was started at 13:00 pm. Shortly after, the device detected a significant difference between inspiratory and expiratory pressures. The device then depressurized in specified response to the detected significant pressure difference and stopped delivering gas. The device alarmed the detected pressure difference as specified. The log entry indicates an application problem (e.g., expiratory obstruction) as the cause. A device fault cannot be determined from the log file. The device safety software monitors the correct operation of the device. If the safety software detects an internal error regarding pressure measurement, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. Audile and visual alarms are issued by the device to inform the user of an existing problem. Use of an alternate device may be required. No patient health consequences have been reported. Based on the results of this investigation the reporting decision was re-evaluated and the case was considered to be reportable. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.